Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.